Manufacturer narrative:
Age at time of event: over the age of 65. (B)(4).

Event description:
Same case as MDR ID: 2134265-2014-05825. It was reported that guide wire tip detachment occurred. The target lesion was located in the right anterior tibial artery. The 300cm v-14¿ controlwire® and a 018 rubicon catheter were advanced to the lesion. However, while crossing the lesion, the tip of the v-14¿ control wire buckled due to tough occlusion and eventually snapped off and was dislodged inside the patient. The physician was able to remove the dislodged tip using the rubicon catheter. The procedure was completed with a v-18 control wire. No patient complications were reported and the patient was fine.

Manufacturer narrative:
Device evaluated by MFR: the complaint device was returned for analysis. The unit returned has wire kinked and distal end damage, as part of overall visual revision. Visual inspection found that the distal tip detached and kinked exposing the corewire and the wire is kinked along the body. Moreover, no evidence of fracture on the corewire was found. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID 2134265-2014-05825. It was reported that guide wire tip detachment occurred. The target lesion was located in the right anterior tibial artery. The 300cm v-14¿ controlwire® and a 018 rubicon catheter were advanced to the lesion. However, while crossing the lesion, the tip of the v-14¿ control wire buckled due to tough occlusion and eventually snapped off and was dislodged inside the patient. The physician was able to remove the dislodged tip using the rubicon catheter. The procedure was completed with a v-18 control wire. No patient complications were reported and the patient was fine.